Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and arranged for a replacement pump with updated software to be sent to the customer. Caller was advised to use a backup insulin pump and provided with instructions for returning the problematic pump, which they understood and acknowledged.